Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3107 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3107 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required) with salpingectomy. At time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of depression, gerd, parity 2 and multi gravida. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: follow-up (19-jun-2023) removal information: preop diagnoses: chronic pelvic pain, desiring essure removal postop diagnoses: status post bilateral essure removal procedure: exam under anesthesia laparoscopic bilateral salpingectomy laparoscopic bilateral essure removal indications: patient g4p2 bmi 30 with pmh (past medical history) of gerd (gastroesophageal reflux disease), depression and cpp with essure since 2014 presenting for scheduled surgery. Findings: exam under anesthesia normal appearing external genitalia normal appearing cervix uterus palpated to 7cm on bimanual exam, smooth, mobile laparoscopic normal appearing liver edge and diaphragm normal appearing omentum bowel visualized normal appearing normal appearing anterior and posterior cul de sacs with no lesions normal appearing uterus with no lesions right fallopian tube normal appearing, essure device palpated left fallopian tube with essure device protruding in area of mesosalpinx bilateral ovaries normal appearing specimens: right essure device right fallopian tube left essure device left fallopian tube description: the right fallopian tube was grasped with atraumatic instrument at the fimbrial end. Ligasure bipolar device was used to start excising the right fallopian tube along the mesosalpinx. The tube was palpated to assess for location of the essure. The tube was transected using monopolar endoshears approx 1.5cm away from the cornua and the end of the essure was visualized. A needle driver was used to gently pull the device out of the uterus, using gentle traction. The device was removed from abdomen. Both inner and outer coils were examined and confirmed to be intact. After careful removal of the entire essure, the ligasure was used to transect the remaining fallopian tube. The specimen was passed off the field. Patient tolerated procedure well. Complication: none. Concerning the injuries reported in this case, the following one/ones were described in patient medical records "chronic pelvic pain". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: adverse event "medical device removal" updated to "chronic pelvic pain"; reporter information added; essure extraction information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.